Event description:
It was reported that a versacross connect laac access solution was selected for use. During preparation, the dilator was inspected and fraying/lifting was observed. The device was therefore replaced, and the procedure was completed without patient complications.